Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) general hospital. Customer did not request service.

Event description:
It was reported that a patient was transferred on a cardiosave intra-aortic balloon pump (iabp) from another facility, when the end user placed the ECG leads on the patient from their pump there was no ECG waveform. The end user reported using two different pumps and two different cables. The end user tried the cables on two different staff members and they worked. The end user then used the transport pump ECG cable on the sentara pump that would not show the ECG, and it displayed an ECG. The end user indicated that currently they are pumping with the sentara cardiosave and the transporting facilities ECG cable. There was no patient harm or injury reported and no adverse event was reported. This report is for the iabp that was not used on the patient. The iabp that was used is being reported on a separate MDR.